Manufacturer narrative:
The field service representative determined the mixing paddle was bent. The paddle was replaced and precision was performed. The customer performed qc and was satisfied with the results. The performance of the instrument was verified. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable troponin t stat result for one patient sample from the cobas e 411 disk analyzer. The initial result was 0.05 ng/ml and was reported outside of the laboratory. The repeat result from the same analyzer was < 0.010 ng/ml with a data flag. The repeat result from a cobas e601 analyzer was 0.010 ng/ml with a data flag. On the original e411 analyzer after recalibration and qc , the repeat result was < 0.010 ng/ml with a data flag. The repeat result was believed to be correct and a corrected report was sent. The reagent lot number was 409669 with an expiration date of 30-jun-2020.